Event description:
It was reported that four days post implant the patient experienced palpitations, and chest discomfort. Pericardial effusion were confirmed by echocardiogram. Perforation and tamponade were suspected via computerized tomography (CT) due to the helix of the right atrial (ra) lead. Pericardial drainage was performed with a large volume drained. The lead was repositioned and then removed. A new lead was attempted however the puncture could not be performed. The device was reprogrammed vvi. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.